Event description:
This is a (B)(6) male pt underwent an upgrade of dual ICD to bivicd and ep study and av node ablation. During the procedure, the distal tip of the sheath broke off into the coronary sinus and embolized to the distal pulmonary artery branch. Interventional radiology was consulted for assistance. After the completion of av node ablation, approx 90% of the catheter fragment was retrieved using a snare via the femoral approach. The remaining fragments were sufficiently wedge in the tertiary pa branches without concern for embolization. Post procedure interrogation of the bivicd device demonstrated a 100% crt pacing therapy.